Event description:
It was reported that a patient using the ilet experienced hypoglycemia after a meal, leading them to pause insulin delivery after meals, skip some meal announcements, and administer carbohydrate while euglycemic; support reviewed best practices for starting ilet, including standard meal announcements and spacing announcements by four hours during the first three days. Symptoms included dizziness and confusion, with a documented blood glucose nadir of 44 mg/dl. Outcomes included the need for oral carbohydrate treatment with food items such as muffins, candy, and sugar packets; there was no medical intervention or hospitalization. Investigation included review of device use reports and user education on proper meal announcement behavior and the impact of pausing insulin on algorithm performance. Investigation of this case revealed user management behaviors that are inconsistent with device use recommendations, which can lead to insufficient treatment of hypoglycemia and maladaptation of automated insulin dosing. It was concluded, based on previously established findings for similar reports, that user operation inconsistent with instructions for use was the most probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.